Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during review of the remote monitoring data for an unrelated issue, it was noted that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead had exhibited low out of range impedances over the last seven years. It was found that the impedance had stayed low and out of range for at least the last year. It appeared the device was reprogrammed to pace and sense in the ventricles only, thus electrically abandoning the ra lead one year earlier. At this time the crt-d remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The crt-d was explanted for reported normal battery depletion over eight years later and returned for analysis.